Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in melsungen, germany. A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in singapore): over infusion

Manufacturer narrative:
Exemption number e2016018. (B)(4). Result of examination: after multiple attempts to get more information, no answer was provided by the local sales organisation. The provided history log files were not congruent to the complaint description. No specific conclusion can be made regarding this event.